Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. Details of surgery: sinus perforation. On (B)(6) 2024 osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.